Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a long delay in pacing once reaching elective replacement indicator (eri) and the device could not be programmed out of the vvi 65 pacing mode. In addition, the device started picking up ventricular sensed events that appeared to be well before the actual ventricular sensed event took place. It was further reported that the right ventricular (rv) lead was sensing the p wave. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.